Event description:
The manufacturer received information alleging an everflo oxygen concentrator , tubing and carpet were burnt. There was no report of patient harm or injury. The device is not returning to the manufacturer for evaluation. The durable medical equipment (dme) supplier provided photos of the device and thermal damage to the carpet and tubing. The manufacturer reviewed the photos and determined the thermal damage was caused by an external source. The device was tested by the dme and the device worked properly. Product labeling states,"oxygen vigorously accelerates combustion and should be kept away from heat or open flame. Not suitable for use in the presence of a flammable anesthetic mixture with air or with oxygen or nitrous oxide. Do not smoke, allow others to smoke or have open flames near the concentrator when it is in use."